Event description:
Customer reported fentanyl over infusion in the medical ICU. The customer reported a doctor was examining a male patient around 8am and the patient was over breathing the ventilator, an order was given to increase fentanyl drip to 100 mcg/hour (10ml/hour). The nurse reportedly increased the drip to 100mcg/hour and soon after a medical student noted the fentanyl was infusion at 1000 mcg/hour (100ml/hour). The medical student felt the 1000mcg/hour seemed high but did not change the dose due to not being familiar with fentanyl dosing. At around 9am, the doctor noticed the patient's respiratory rate was 8 breaths per minute and an order was given to decrease the drip to 75mcg/hour. The nurse reportedly decreased the fentanyl drip to 75mcg/hour per the order. The medical student double checked his dosing book and noted 75mcg/hour is the usual dose, the medical student then checked the lvp and the fentanyl rate was 750 mcg/hour. The medical student notified the attending doctor and pharmacy. The doctor and medical student went into the room to look at the pump together, and they confirmed it was running at 750mcg/hour (75ml/hour). The blood pressure was 66/35 at the time, so a 1 liter bolus of saline was administered and the fentanyl and midazolam drips were stopped. Soon after the blood pressure recovered and within 2 hours the patient was breathing over the ventilator again and all vital signs were stabilized. Customer reported no long lasting adverse effects occurred from the event. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.